Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 352 mg/dl, 390 mg/dl, 144 mg/dl, and 151 mg/dl.

Manufacturer narrative:
Correction - the date of event in section b3 was updated from (B)(6) 2021 to (B)(6) 2021.